Event description:
It was reported that the patient is not able to bend her right knee. A revision surgery is planned.

Manufacturer narrative:
This report will be amended when our investigation is complete.